Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced difficulty mobilizing the peg tube. On (B)(6) 2021, the patient underwent an endoscopy, and a buried bumper was found. The surgery to remove the buried bumper and replace the peg tube was scheduled at a later date.

Manufacturer narrative:
If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, the patient underwent surgery to remove the buried bumper and replace the peg tube.